Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only a partial lead was returned measuring 20cm from the connector pin. Analysis found outer insulation abrasions at 12.9cm, 13.2cm and 14.4cm from the connector pin. The ring electrode cable etfe coating was compromised. The damage found is consistent with friction to the ICD can.

Event description:
Patient presented to the clinic after receiving two shocks. Interrogation of the device revealed noise on the ventricular pace/sense lead which resulted in the device detecting vf and delivering shocks. A new system was implanted. The lead was explanted.

Event description:
New information notes that on (B)(6) 2011, the lead was capped not explanted.